Event description:
It was reported that guidewire bifurcation occurred. A 300cm, 8cm v-18 control wire was selected for use in a balloon angioplasty. During the procedure, the distal end of the guidewire was observed to be bifurcated. The procedure was completed with a new hydrophilic-coated steerable guidewire. No patient complications or harm were reported as a result of this event.

Manufacturer narrative:
E1: initial reporters phone number: (B)(6).

Manufacturer narrative:
E1: (B)(6). A1, a2, a4: patient information updated - patient identifier, date of birth, age, weight.

Event description:
It was reported that guidewire bifurcation occurred. A 300cm, 8cm v-18 control wire was selected for use in a balloon angioplasty. During the procedure, the distal end of the guidewire was observed to be bifurcated. The procedure was completed with a new hydrophilic-coated steerable guidewire. No patient complications or harm were reported as a result of this event.